Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead failed to capture. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.